Event description:
Subsequent to the previously filed medwatch report additional information has been received that states the target lesion was not located in the ramus as previously reported. The target lesion was located in the first obtuse marginal.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Mi, as listed in the xience v IFU is a known adverse event associated with coronary stenting. Mi and elevated enzymes are listed as no-fault post-procedure complications and are not necessarily an indication of a product quality deficiency. It is possible that the elevated enzymes are a secondary effect of mi, which was not treated. The xience v IFU states, safety and effectiveness of the xience v stent have not been established for subject populations with previously stented lesions and in-stent restenosis. As conclusive cause for the reported patient effects and the relationship to the xience v, if any, cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that predilatation was performed prior to stenting of the ramus to treat restenosis of a previously implanted des stent (unknown type). Elevated enzymes and a non q-wave mi were noted post procedure. No treatment was performed. No additional event or patient information is available.